Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for dural arteriovenous fistula (davf). It was noted that the patient's blood vessel tortuosity was unknown.  It was reported that the guidewire became stuck within the marathon and could not be withdrawn. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the stack occurred during delivery. It is unknown where on the catheter the stack occurred. The guidewire used in combination was traxcess. Additional information was received reporting that the causes or contributing factors for the resistance during withdraw were not de termined. The causes or contributing factors for the resistance during advancement were not determined. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage to the catheter after removal. There was no kink/damage to the guidewire after removal. The guidewire was able to pass the catheter hub. The was no damage found to the catheter hub. The guidewire tip was not shaped. There was no kink damage found on the guidewire.